Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device was found to be leaking from its reservoir. Therefore, the sterile fluid pathway was breached. This condition was discovered during priming. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.